Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv pacing impedance rose to 950 ohms from 494 ohms. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to high pacing impedance on the right ventricular (rv) lead. It was determined that there was a positional fracture on the lead as the impedance only seemed to rise when the patient was leaning on their side. The lead was explanted and replaced. No patient complications have been reported as a result of this event.